Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was found unresponsive at home with the left ventricular assist device (lvad) alarming. The patient was hospitalized, intubated and sedated. The log files for the patient were provided. The log file captured a no external power alarm on (B)(6) 2022 at 13:57. The lvad was connected to batteries at the time, but the batteries were depleted of power. The pump was functioning again after a fully charged battery was installed on (B)(6) 2022 at 15:02 with no issues.

Event description:
Related manufacturer reference number: (B)(4).

Manufacturer narrative:
Section h6: investigation findings: 4248 usage problem identified. Manufacturer's investigation conclusion: the reported event of a no external power alarm was confirmed via log files analysis. The heartmate ii system controller was not returned for analysis; however, log files were submitted for review and contained events spanning approximately 22.5 days (06sep2022 ¿ 29sep2022 per timestamp). A no external power alarm was active on (B)(6) 2022 at 13:57:28 due to battery support depletion. The 14v batteries were used for, 13 hours (from 12:26:08 ¿ 13:57:28 on (B)(6) 2022). The backup battery provided power during this event, and the alarm cleared once the controller was connected to charged 14v batteries. Pump operation was not affected during this event. There were no other notable alarms active in the log file. Multiple good faith efforts were sent asking for the serial number of the system controller, if the reported event had resolved, and if any equipment would be returning; however, to date no response has been received. The root cause of the reported no external power alarm was determined to be from the user letting their 14v batteries fully deplete. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use (rev. C) section 3, entitled ¿powering the system¿, explains that a pair of new, fully charged 14v batteries provides 10 to 12 hours of support of support and explains how to check the battery life by using the on-battery power gauge button. This section also explains how to properly switch between power sources and indicates that at least one system controller power cable must be connected to a power source (mpu, power module, or two heartmate 14 volt lithium-ion batteries) at all times. This section also informs that the patient must always connect to the power module or mobile power unit for sleeping or when there is a chance of sleep. A sleeping patient may not hear the system controller alarms. Heartmate ii instructions for use (rev. C) section 8 ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) section 6 ¿caring for equipment¿ explain how to properly care for the equipment. Additionally, heartmate ii patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories for damage, and to replace any equipment that appears damaged or worn. Heartmate ii patient handbook (rev. C) and heartmate ii instructions for use (IFU) (rev. C) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.